Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was not complete/completely correct. The updated event information is being submitted via this follow up report under b5 section.

Event description:
Updated/corrected event narrative: customer also reported that the pump was not vibrating when they received the alert, even though the pump was on vibrate. Customer reported that vibrate was on and the audio was off. The customer will discontinue the use of the device and it will be returned for analysis. The customer was advised to keep the current clip since the replacement pump won't bring one.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black. Case type = ngp customer returned pump for alleged vibration anomaly found on 08-sep-2022. The pump passed the displacement test. The pump failed the self test due to absence of vibration. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the vibrating motor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, label damage. Vibration anomaly was confirmed during testing due to moisture damage on the vibrating motor. Moisture damage was confirmed found on the battery tube and vibrating motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer also reported that the pump was not vibrating when they received the alert, even though the pump was on vibrate. Customer reported that vibrate was on and the audio was off. The customer will discontinue the use of the device and it will be returned for analysis. The customer was advised to keep the current clip since the replacement pump won't bring one. Updated summary: device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer reported pump did not vibrates. No harm requiring medical intervention was reported. Troubleshooting was performed and customer stated that the pump did not vibrate during the vibrate test portion of the self-test. The blood glucose reading was 243mg/dl. Customer was advised for the replacement of the pump. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.